Manufacturer narrative:
Ge healthcare (gehc) investigation has been completed and the root cause of the patient desaturation could not be determined. The gehc field engineer completed a review of the system logs and determined there was no malfunction of the gehc device. It is possible that incorrect settings for the patient condition, a leak or occlusion, or low o2 supply contributed to the patient desaturation. Correction: the initial MDR was filed as a malfunction in block h1 type of reportable event. The correct selection should have been serious injury. H1 has been corrected in this follow-up MDR.

Event description:
The hospital reported a patient was connected to an r860 ventilator when it was alleged that the patient desaturated to 66%. Reportedly, the patient was intubated, the unit was replaced, and the patient's o2 level recovered. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws.â â  block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.